Manufacturer narrative:
The data files and 2af283 balloon catheter with lot 78420 were returned and analyzed. The data files showed at least seven applications were performed on the date of the event with the returned balloon catheter. The data files also showed 33 more applications were performed without issue with non-returned balloon catheters on the date of the event. The data files showed a system notice 50005 (the safety system detected fluid in the catheter and stopped the injection) was received with the returned balloon catheter. Visual inspection of the balloon catheter showed blood inside the balloons. Additionally, the balloon catheter failed the performance test upon connecting to the console due to system notice 50011 (the refrigerant delivery path is obstructed) and system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) further visual inspection showed a guide wire lumen kink at 1.4 inches from the tip of the catheter. A pressure test showed the breach at the same points of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection to a guide wire lumen breach and guide wire lumen kink/twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and mapping catheter subsequently tested out of specification per the manufacturer's in vestigation.